Event description:
Per report from CT (computed tomography) dated (B)(6) 2018: "an infrarenal ivc filter is present with the tip just inferior to the right renal vein. The arms extend through the ivg walls, with the anterior arm embedded in the overlying duodenal wall. The medial arm abuts and is possibly embedded within the aorta wall. The filter is slightly tilted posteriorly and to the right.. There is no thrombus associated with the filter."

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2017. The patient alleges to have been harmed without further explanation.